Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 110cm distal of the strain relief. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported broken shaft as the hypotube was separated.

Event description:
It was reported that balloon shaft break and additional intervention occurred. The 99% stenosed, 60mmx5mm target lesion was located in the severely calcified superficial femoral artery. After a non-bsc guidewire was passed through the lesion, a non-bsc balloon catheter was advanced for dilatation but failed to cross the lesion. A 3.0mmx40mmx135cm (4f) sterling balloon catheter was selected as a replacement, and was delivered; however, it got kinked near the lesion. Since further delivery was not possible, the device was removed from the patient's body but the shaft got separated at the kinked part. The separated part left in the body was retrieved with snare. Strong resistance was felt when inserting and removing the device. The device was completely removed from the patient's body. The procedure was completed with another 3.0mmx40mmx135cm (4f) sterling balloon catheter. No patient complications nor injuries were reported, and the patient's status was stable.

Event description:
It was reported that balloon shaft break and additional intervention occurred. The 99% stenosed, 60mmx5mm target lesion was located in the severely calcified superficial femoral artery. After a non-bsc guidewire was passed through the lesion, a non-bsc balloon catheter was advanced for dilatation but failed to cross the lesion. A 3.0mmx40mmx135cm (4f) sterling balloon catheter was selected as a replacement, and was delivered; however, it got kinked near the lesion. Since further delivery was not possible, the device was removed from the patient's body but the shaft got separated at the kinked part. The separated part left in the body was retrieved with snare. Strong resistance was felt when inserting and removing the device. The device was completely removed from the patient's body. The procedure was completed with another 3.0mmx40mmx135cm (4f) sterling balloon catheter. No patient complications nor injuries were reported, and the patient's status was stable.